Event description:
It was reported that the vns patient¿s device was tested on (B)(6) 2014 and system diagnostic results revealed high impedance. Patient trauma is not believed to have caused or contributed to the high impedance. The patient has had good seizure control with her vns. It is unknown if the patient¿s device had been turned off. The patient was sent for x-rays but they have not been taken to date. No known surgical interventions have occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.